Manufacturer narrative:
(B)(4). Concomitant medical product: femoral component size d left, item # 00588001401, lot # 63209868, tibial component precoat size 3, item # 00588000300, lot # 63582483, prc agmt block post sz d 5mm, item # 00599003401, lot # 62732398, prc agmt block dist sz d 10mm, item # 00599003420, lot # 62533558, prc agmt block dist sz d 10mm, item # 00599003420, lot # 62600802. Stem extension straight 13mm dia x 100mm length (combined length 145mm) item # 00598801013, lot # 63518631. Report source: (B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and two weeks post implantation due to dislocation. At diagnosis it was discovered that the hinge post came off. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by a health care professional. Review found left total knee arthroplasty with posterior dislocation of the tibia likely secondary to a posteriorly located hinge post. Possible loosening of the femoral component. Large ossific density along the lateral femoral condyle possibly representing dislocated patella versus fracture fragment. Osteopenia device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.